Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer continued to use the current pump while waiting for a replacement, which was arranged by technical support. Technical support provided the customer with instructions on transferring the pump to storage mode and returning it via ups. The customer was informed about the replacement pump with updated software and acknowledged all instructions for the transition.